Event description:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the machine is not switching on. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The remote service engineer confirmed by contacting the customer that the device cannot boot up. The field service engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience. The field service engineer replaced 453564489071 dfm100 assy processor to solve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.